Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was confirmed during testing. The cause of the condition was determined to be the force sensing resistors (fsrs) out of specification. To correct the condition, the fsr¿s were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an unspecified failure. During service, the device presented an f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involvement. No additional information is available.